Event description:
It was reported that the intra-aortic balloon was inserted through the sheath uneventfully. Upon inflation with the pump, the balloon membrane would not inflate completely. The clinician used the 60cc syringe to inflate the iab five times, but still could not inflate the iab with the pump. As a result, the iab was exchanged and there was no further difficulties. There were no patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.